Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Ultra 360 patient positioning system (a2009) was returned for evaluation. The reported complaint was confirmed from the evaluation. The unit received with std. Adaptor and not the tri-star adaptor. The evaluation showed that the upper and lower handles are out of adjustment. Both shock cushions are worn and need to be replaced. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that an ultra 360 patient positioning system (a2009) was not locking properly. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.